Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device due to t-wave oversensing. It was noted the patient had a previous inappropriate shock in (B)(6) 2021 that showed oversensing of p-waves and t-waves. The sense vector had been programmed to primary with a gain of 1x since implant. The patient's heart rate was elevated at the time of the most recent inappropriate shock, at about 125-130 bpm. Technical services discussed performing an exercise test to evaluate the other vectors for appropriate sensing at higher heart rates. It was noted the secondary vector had appeared a suitable option based on the data from 2023, but new data from the troubleshooting should be submitted for further evaluation. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.